Event description:
It was reported that the lead was not sensing, had no threshold, varying impedance and high impedance. It was noted that the patient had not been for follow up in two years. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.